Event description:
A male pt contacted lifecor customer support to report that his monitor was not working. He would not let support diagnose the problem over the phone. He demanded a rep be sent to him. The pt's son called back and stated that the monitor displayed a "code 100". The lifecor territory manager visited the pt and confirmed that the monitor was displaying a "code 100". The territory manager exchanged the monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor has been completed. The reported problem was confirmed. The cause for the monitor giving the "code 100" was defective programming. The program image was corrupt. The system will disable and restart approx thirty seconds. In this case the monitor would not power up after the wrench code was displayed. It was likely that the programming was too corrupted to allow start up. The root cause of the defective programming is unk, but is likely random component failure. The monitor was reprogrammed, retested and restocked. No adverse event resulted from the damaged monitor. The pt received a replacement monitor.